Event description:
It was reported that the patient presented with infection at the site of incision, 3 months after implant. The system was explanted. The patient tolerated the procedure will without evidence of complication.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.